Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose and the device was out of calibration at the 10 reading. The vespel, needle, ball, and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the physician noticed that the harvested skin in a 5 mm wide section, 2 cm from the right edge of the dermatome was much thinner, with almost no dermis as compared to the rest of the donor site. There was no harm, injury, or delay and no complication reported. Due diligence is complete. No additional information is available. No adverse event reported.